Manufacturer narrative:
The exact event date and explant date were not available, therefore the date 03/01/2024 was used as estimate.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion of the cuff through the urethra. A surgical procedure was performed to remove all the components, and several months later, a new aus was implanted. There were no device issues and no further patient complications reported.